Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose yesterday of over 800 mg/dl. Customer also indicated that they were hospitalized in late (B)(6) 2016 for high blood glucose of over 700 mg/dl and diabetic ketoacidosis. Customer declined high blood glucose troubleshooting but indicated that they would like a new pump. Customer was advised that the pump would be replaced.